Event description:
It was reported that after 3 days the catheter was noted to have "eroded through the vein wall" as a result, a thoracentesis was performed. No other details provided. No pt complications reported.